Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation.

Event description:
The customer alleges that the blade was being removed from the plastic bag and green plastic came out unattached to the blade. No patient involvement. The alleged issue was detected in a non-emergency situation.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that a piece of clear plastic had broken away from the plastic base that is part of light transfer components. Based on the visual exam, the reported complaint was confirmed. With the current information available, a root cause for the issue could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the blade was being removed from the plastic bag and green plastic came out unattached to the blade. No patient involvement. The alleged issue was detected in a non-emergency situation.